Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt's implantable neurostimulator (ins) had difficulty with telemetry. The manufacturer rep performed a physician mode recharge (pmr) on (B)(6) 2010, and the pt recharged to 75%. On (B)(6) 2010, the ins discharged screen was displayed. Device interrogation results showed that the device was working properly. An x-ray was performed on (B)(6) 2010, and it was noted that there was no lead migration. It was later reported that once the pt's battery was recharged to fifty percent, the pt was programmed to obtain better pain relief in the right leg. The impedances were normal. The pain coverage was a little better for the leg, but low back pain (due to two new herniated discs) was not being covered. It was later reported that the pt's device no longer covered the pain area in the lower extremity and caused an increase in axial pain. The device was removed. The pt resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it ¿didn¿t work but then they couldn¿t find proper coverage¿ so the patient ¿only had it in for a little while.¿ it was noted that the implantable neurostimulator was removed.